Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The likely cause is the user pulled the device while facing resistance. The device history record (DHR) could not be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 19sept2025: there was no spasm however, it was a heavily calcified area. The patient was stable.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot# was not provided. D4: UDI: unknown, as the involved lot# was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. H4: device manufacture date: unknown, as the involved lot# was not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot# was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical corporation received the following reported information: during a peripheral intervention, the physician utilized the destination renal sheath (rsr04) as an up-and-over sheath. Upon case completion, while attempting to remove the device, the sheath began to elongate under traction. Shortly thereafter, the distal tip of the sheath separated from the main body. The team promptly recognized the issue and employed a snare device to successfully retrieve the detached tip. No adverse patient outcomes were reported. The patient procedure was a peripheral artery disease (pad) lower limb amputation (lla). There was no blood loss.